Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine and bupivacaine via an implantable pump for non-malignant pain indications for use. It was reported that they went to the doctor office today for a refill and when they connected to the pump with the new version of the clinician programmer they saw a message that the pump had stalled and recovered due to magnetic resonance imaging (MRI). The patient stated that they never had an MRI since the pump was implanted. The agent reviewed MRI and redirected the patient to a doctor. Troubleshooting was not required. The patient stated that they did not refill the pump today and she is going back in on (B)(6) 2024 to get the pump filled because the fill was not needed yet.